Manufacturer narrative:
The returned devices were evaluated. During evaluation the devices passed all visual and functional testing. The units were found to visually and audibly alarm during alarm conditions. Isa measurements are obtainable. The root will only display an alarm when the patient monitoring is out of alarm limits or when the patient monitoring is first interrupted; alarm functionality will not resume on the root until the occlusion error is resolved and patient monitoring is established again. Once patient monitoring is resumed and measurements are started then the alarm functionality is restored and will alarm again if another occlusion occurs. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
A patient safety issue was encountered with a root with isa trial at fremont area health. This issue occurred while monitoring a patient on the medical surgical floor. The monitor was displaying replace sampling line, but there was no audible alarm going off and the screen was not lighting up indicating an alarm. After looking at the trend the patient was not being actively monitored for over 1 half hours when I came in the room. Fortunately the patient was awake, alert, and doing well. This scenario happens when you occlude the co2 sampling to mimic a clogged line. Then you hit the audio paused button followed by the alarm silence button. This makes it appear as if you are putting the patient in a standby mode. If you continue to occlude the sample line mimicking a clogged line, the isa module continues to flash red, but there will be no audible or visual alarm around the root display. It will read replace sample line. There were no consequences or impact to patient reported.